Event description:
The customer reported that the saline flowed into the thermogard xp ivtm system (sn tgxp12960). There were no alarms or error codes generated by the thermogard system. It is unknown whether the reported issue interrupted the ivtm therapy. Per the customer, no leaking start-up kit (suk) was found or reported. No further information was provided, and the customer requested to check the thermogard system. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The customer reported a complaint that "the saline flowed into the thermogard xp ivtm system (sn tgxp12960)," which was confirmed during the visual inspection. Traces of saline was noted on the air trap sensor block and printed circuit (pc) board. The possible cause for the saline traces on the air trap sensor block and its pc board could be a start-up kit (suk) leak or an overflow of saline into the air trap chamber. Per the customer, no leaking suk was found, and there was no recent history of complaints reported by the customer for the suk leak. Although the presence of saline traces did not affect the functionality during the functional testing performed at zoll, it may cause some technical problems in the future that could not be directly identified during the functional testing. Therefore, the air trap sensor block with pc board was replaced as a preventive precautionary measure. Upon visual inspection, no physical damage was noted. The thermogard system passed the functional testing without errors, and the event log review showed no significant discrepancies. Following service and part replacement, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).